Event description:
It was reported that the foley catheter was placed in a patient on (B)(6) 2022 for surgery and user attempted removal on (B)(6) 2022. Stated that the balloon was deflated without complication. Registered nurse was unable to remove the catheter fully from urethra and the catheter was catching on something. Stated that the registered nurse contacted the provider and ordered for lidocaine hcl urethral or mucosal (urojet) 2 percent and applied for numbing or pain control for removal. Foley catheter was then fully withdrawn from urethra. On examination the catheter was found to have a defect. Stated that the deflated balloon shifted up with removal, creating a significant ridge that prevented removal. It was also reported that the same situation happened on (B)(6) 2022.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. No potential root cause could be concluded due to insufficient information. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (unknown latex foley catheter) product ifus were found to be adequate based on past reviews.

Event description:
It was reported that the foley catheter was placed in a patient on (B)(6) 2022 for surgery and user attempted removal on (B)(6) 2022. Stated that the balloon was deflated without complication. Registered nurse was unable to remove the catheter fully from urethra and the catheter was catching on something. Stated that the registered nurse contacted the provider and ordered for lidocaine hcl urethral or mucosal (urojet) 2 percent and applied for numbing or pain control for removal. Foley catheter was then fully withdrawn from urethra. On examination the catheter was found to have a defect. Stated that the deflated balloon shifted up with removal, creating a significant ridge that prevented removal. It was also reported that the same situation happened on (B)(6) 2022.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is within specification as the reported failure could not be reproduced. The product was used for patient treatment or diagnosis. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), a 2-way catheter. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The balloon rested without leaks and passively deflated without mushrooming or cuffing noted. A device history record review was not required as the investigation was unconfirmed. The investigation was concluded, and no additional action is required at this time. As the reported event is unconfirmed a labeling review is not required. Correction: d, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The actual/suspected device was inspected.

Event description:
It was reported that the foley catheter was placed in a patient on (B)(6) 2022 for surgery and user attempted removal on (B)(6) 2022. Stated that the balloon was deflated without complication. Registered nurse was unable to remove the catheter fully from urethra and the catheter was catching on something. Stated that the registered nurse contacted the provider and ordered for lidocaine hcl urethral or mucosal (urojet) 2 percent and applied for numbing or pain control for removal. Foley catheter was then fully withdrawn from urethra. On examination the catheter was found to have a defect. Stated that the deflated balloon shifted up with removal, creating a significant ridge that prevented removal. It was also reported that the same situation happened on (B)(6)2022.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.